Event description:
Additional information: it was reported that they were able to determine that the pump was at end of service (eos). The patient had the pump replaced the following week and was doing well and receiving effective therapy. The pump was discarded and would not be returned.

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician product ID: 8709, lot# l81439, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a telemetry issue with the pump programmer. Immediately after interrogation, the reporter would see a broken programmer icon and could not proceed further. Two different programmers were used. The reporter changed environments to rule out electromagnetic interference (emi). The reporter was using magnet appropriately and the correct software card was used. The patient had experienced withdrawal symptoms the four days prior to the report. Symptoms included nausea, sweating and diarrhea. The pump was alarming a double "chirp", indicating a critical alarm. The reporter confirmed the alarm using a stethoscope but could not hear it otherwise. The pump was refilled before programming was attempted. There was a concentration change made from 30mg/ml to 20mg/ml. It the pump could not be reprogrammed the patient would receive a lower drug dose when the 20mg/ml concentration reached the patient. A pump replacement was considered. The device system was used to deliver dilaudid (hydromorphone).